Event description:
A malfunction on the pump was reported, following battery depletion and inaccurate sensor readings. The malfunction caused the customer's blood glucose level to exceed 500 mg/dl, though the specific value was displayed as "high." The customer managed the high blood glucose level by administering a correction injection via manual injection and did not require third-party assistance. Technical support was unable to continue troubleshooting as the customer did not have the pump at the time of the call, and a follow-up was requested, but the customer did not answer when contacted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.